Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73d1700058 investigations did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was found cracked after loading into the applier prior to patient; involved 1 cartridge. There was no patient injury.

Event description:
It was reported that the clip was found cracked after loading into the applier prior to patient; involved 1 cartridge. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with 3 clip halves remaining in it, all broken at the hinge. Additionally, 3 clip halves that were broken at the hinge were returned loose. Visual examination of the clip cartridge revealed that there are scrape marks on the cartridge. The returned clips appear used as there is biological material present on the clips. R & d was consulted and the damage to the clips appear to have been caused by improper loading of the clips or as a result of damaged appliers. The appliers were not returned. Reference file pic_anp1900058969 for investigation photos. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." It also states, "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over other remarks: the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip." A corrective action is not required at this time as the damage observed on the clips indicate that operational context caused or contributed to this event. The reported complaint of "failure to function" was confirmed based upon the sample received. One cartridge was returned with 3 clip halves remaining in it, all broken at the hinge. Additionally, 3 clip halves that were broken at the hinge were returned loose. According to r & d, the observed damage to the clips is consistent with improper loading of the clip or using a damaged applier. The actual clip applier was not returned. A device history record review was performed with no evidence to suggest a manufacturing related error. Therefore, based upon the damage observed and consultation with r & d, operational context caused or contributed to this event.